Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The most likely causal factors for this discrepancy are: vaccination breakthrough infection: a recently acquired hbv infection in a previously vaccinated individual, where the existing anti-hbs does not fully neutralize the new infection. Anti-hbc negative occult hbv infection (obi): a rare form of occult infection where the donor does not produce detectable antibodies against the hepatitis b core antigen. The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant hbv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for a single patient. On (B)(6) 2026, the initial sample generated a reactive result for hbv (CT 36.43). The serology results for hbsag and a-hbc were non-reactive on abbot alinity. On (B)(6) 2026, a recollected sample from the donor generated a reactive result for hbv (CT 34.9). The serology (external lab - cobas e801) results were for anti-hbs: reactive. And for hbsag: non-reactive.